Event description:
The facility reported a colleague infusion pump with a failure code of 810:03. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4): there was no report of when or in which care area this condition occurred. The facility reported that there was no patient involvement, injury, medical intervention or adverse reaction in association with this event. Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:03 was confirmed and duplicated during product evaluation by baxter service personnel. This condition was due to a faulty air in line printed circuit board (ail pcb). The ail pcb, along with the pump assembly on channel a, were replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.